Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise resulting in multiple inappropriate shocks. The patient was noted to have been swimming at the time of the delivered shocks. The device was checked in clinic and provocation tests were completed with noise observed in all vectors. The shock therapy was deactivated and the patient was transferred to the hospital. This device remains implanted. No adverse patient effects were reported.